Manufacturer narrative:
(B)(4). The field service engineer (fse) cleaned and reinstalled the datakey. The fse then performed an extended self test (est) and returned this unit to service.

Event description:
It was reported that while in use on a patient, the ventilator generated a device alert error code: "cannot determine the size of datakey." The patient was removed from the ventilator and placed on an alternate ventilator without any reported harm. There is no report of death associated with this event.